Event description:
It was reported that during preparation for an unspecified procedure, stent damage was noted. The lesion was located in the left anterior descending (lad) coronary artery. No patient injuries or complications were reported. The procedure was completed with another of the same device. Patient status is listed as "stable". There was no patient contact.